Manufacturer narrative:
Age of device: 2 years and 4 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during review of a submitted log file, the manufacturer's technical services representative observed pump stoppages on (B)(6) 2018, that occurred while the vad system was connected to a mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. The patient was reported to be asymptomatic. On 13jul2018, technical services arrived onsite for a distal end percutaneous lead (driveline) replacement. A driveline evaluation was performed and the patient decided not to have the driveline repaired. Additional information was requested but not yet provided.

Manufacturer narrative:
Investigation summary: the submitted system controller log file contained several motor stop events. The pump power was elevated during these events and all of the motor stop events occurred while the patient was supported by the mpu. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. There were also 2 instances of low flow hazards throughout the log file these low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.